Event description:
The customer reported tech started an emergency patient then exposed an ap hip, then suspended that exam. Tech started another emergency patient then exposed an ap chest, then suspended that exam also. Exams were then ordered in the hospital ris. Tech went back to the worklist screen and was unable to locate the other 2 suspended emergency exams. Service engineer was able to locate the missing images in the folder in that the images are to be stored on the pc. However, it was enable to locate them anywhere else, that is linked to another pt in the past exam list or any pt on the worklist. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Since the MDR report for this event was already filed by 1000181430-2013-00121, recently we were notified the other 2 pts were involved in it. Therefore, this MDR report is for the second pt. Gender info was not provided. (B)(4). Investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21cfr 803.56. (B)(4).